Event description:
Patient's port-a-cath not functioning. Physician took the patient to the operating room when he discovered the catheter sleeve disconnected. The entire port and catheter was replaced.